Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm large hem-o-lok clip applier instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. There was no observed damage to the pitch cable on both the proximal and distal end.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm large hem-o-lok clip applier was not intuitive and would not work. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon's head was inside the high resolution stereo viewer attempting to manipulate instruments. The issue was related to the inability of the instrument from moving. The instrument scaled appropriately but did not move in the intended direction. There was a delay in the instrument timing. There was no shakiness or instrument to instrument interference observed. There was no external collisions and the issue was persistent. The instrument was removed. There was no injury to the patient.